Event description:
The ge oec 2800 uroview fluoroscopy system would not boot up.

Manufacturer narrative:
A ge oec service representative investigated the issue and isolated to a loose input wire on the input 115v ps4 power supply. The wire was secured to correct the malfunction. The system was further tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.